Event description:
Follow up information identified the logs were reviewed and it was determined the ipg was in unknown app mode and the surgery mode recovery was attempted twice but was unsuccessful. Issue was resolved with ipg replacement.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a lead revision procedure on (B)(6) 2017 (reference MFR. Report: 1627487-2017-04027 and 1627487-2017-04028) and once the procedure was completed the ipg was connected to the leads and an error message was displayed. It was reported that electrocautery was used during the lead revision procedure. The ipg was removed and replaced and the patient therapy has resumed.